Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen was scratched and difficult to read. Reporter stated that the issue was first noticed a few weeks ago while changing the lens protection film. Reporter denied that there was damage to the pump¿s casing or evidence of moisture ingress in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.